Manufacturer narrative:
(B)(4) an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during the initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The technical service representative assisted the patient with clearing the alarm and advised the patient to start over using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.